Event description:
It was reported to philips that the system failed to start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips remote service engineer (rse) instructed the customer to inspect the host-pc, and a blown fuse was found. To solve the issue the rse instructed the customer how to replace the blown fuse. After this action, the system was returned to use in good working order. The codes were updated based on the investigation outcome.